Event description:
It was reported that the patient was inappropriately shocked due to t-wave oversensing (twos) by the right ventricular (rv) lead. The rv lead parameters were reprogrammed and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.